Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor. It was reported about ten years ago, the patient complained to their doctor because they were driving and the sun was shining on the side of their head, near their temple and it caused intense pain near that area. No further complications were reported as a result of this event.